Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that a revision surgery was performed due to a proximal femur periprosthetic fracture. The entire femoral component was revised. The outcome is resolved.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this clinical study case reports that a revision was performed due to a proximal femur periprosthetic fracture, revising the entire femoral component. The medical documentation provided indicates the fracture was reported as unrelated to the study device, and possibly related to the study procedure. It was further reported via email that the surgeon did not fault the device, however the subject/patient experienced serious injury, and was terminated from the study as a result. The patient outcome is reported as resolved. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.